Manufacturer narrative:
The device was received and evaluated. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Blood was found on the device, but the formed needle was inspected, and no abnormalities were found. Although the investigation found no evidence of anything that could cause bleeding, the reported event could not be determined. A kink was observed, along with a hole, on the exposed portion of the soft cannula. When the ratchet gear was manually advanced, fluid diverted through the hole. Although damage was present, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose to 17 mmol/l (306 mg/dl). There was bleeding from the infusion site (abdomen) while the pod was worn for between 1 and 4 hours. As treatment, a new pod was applied.